Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), the physician inadvertently placed the left ventricular (lv) lead into the right ventricular (rv) port of the header. Noise was observed. Once the lv lead and the rv lead were placed into the correct ports and the pocket was closed, oversensed noise on the rv channel was then observed. Boston scientific technical services discussed possible reasons for the noise after pocket closure including air bubbles in the header. Ventricular sensitivity was decreased slightly and further evaluation was performed at the discharge check. Normal function was observed and the patient was sent home. The products remain in service. No adverse patient effects were reported.